Event description:
It was reported that prior to a hand assisted cholecystectomy, the device was removed from the package and the device was torn. Another like device was used to start and complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/02/2008. Info anticipated, but unavailable at this time.